Manufacturer narrative:
The reported field event of loss of telemetry was not confirmed in the laboratory. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Communication could not be established and the pacemaker could not be interrogated. The device was explanted and replaced on (B)(6) 2019. Accelerated rate of battery decline was noted between (B)(6) 2017 and (B)(6) 2018 but the physician did not allege premature battery depletion. The patient was stable.